Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: two locking caps could not be locked during the surgery. The surgeon removed them and changed to replacement units. One locking cap was blocked and could not be loosened/removed during surgery and was left in the patient. Reportedly the screws and the rods are no problem. The patient was impacted. The surgery was delayed. The event did not require additional medical treatment. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification codes mnh, mni, kwq, kwp. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.